Event description:
It was reported that a patient underwent an unknown breast surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break during use on the patient or during dispensing/handling before use on the patient? Was the procedure completed successfully? How? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2022. Additional information was requested, the following was obtained: did the suture break during use on the patient or during dispensing/handling before use on the patient? Was the procedure completed successfully? How? Were there any patient consequences? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Answer. Suture break during dispensing before use on the patient . Surgeon completed the surgery with another suture . No patient consequences. Device is available pcf deferred due to quarantine restrictions. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 2/25/2022. Corrected information: b1, h1- based on the additional information received this medwatch report # 2210968-2022-00553 does not meet reporting criteria. The event is no longer reportable.